Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have moisture under display screen possibly due to sweat. Customer also reported that insulin pump was dropped and that the battery longevity was about a couple of days. Customer was advised that insulin pump would need to be replaced.